Manufacturer narrative:
(B)(4). This device remains implant and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor sensing, high capture threshold and loss of capture three days after implant. Additionally, the physician noted the lead was not dislodged and screwed tight. Subsequently, the patient underwent a revision procedure, and this rv lead was repositioned with good measurements. No additional adverse patient effects were reported.